Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell off and had a loose brush head with lots of iron pins in mouth [device breakage] no adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using a braun oral-b type 3709 toothbrush, the oral-b brushhead, version unknown fell off and she had a loose brush head with lots of iron pins in her mouth. She had replaced the toothbrush and the brush head 3 weeks prior to the incident. No symptoms developed. 07-aug-2015 received follow-up: the consumer reported she had thrown away the broken brush. No further information was provided.